Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV, lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, lymphadenopathy and seroma-late.

Event description:
Healthcare profession reported left side severe capsular contracture (grade IV), "asymmetric and homogeneous enhancement / thickening of the fibrous capsule on the left, containing a collection of signal behavior similar to that of the other bodily fluids, surrounding the silicone casing, with thin striations / debris inside", "associated parenchymal edema and amorphous enhancement", "increase in ipsilateral axillary lymph nodes, probably reactive. The aspect suggests an inflammatory process of the fibrous capsule on the left (capsulitis), with encapsulation", pain, volume increase, double capsule, liquid between capsule. Physician indicated patient is suspected of having alcl, but bia-alcl testing has not been performed at this time. Patient is very concerned. The device was explanted.